Event description:
It was reported that there was a ¿call your doctor¿ icon and an elective replacement indicator (eri) observed. The caller also indicated that he had not felt much stim in the past two days. The caller charged to full the morning of report. While on the call, the caller stated that he felt stim again. Additional information was requested. If it is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-03854.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 389056, lot# v005509, implanted: (B)(6) 2006, product type: lead; product ID 389056, lot# v005509, implanted: (B)(6) 2006, product type: lead; product ID 355029, lot# n0042726, implanted: (B)(6) 2006, product type: accessory; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID neu_ptm_prog, serial# unknown, implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).